Manufacturer narrative:
Pending manufacturing investigation report. Upon receipt of the manufacturing investigation, a medwatch supplemental report will be submitted.

Event description:
Customer reports that the box which controls switching monitors does not have power. Both monitors on the urology unit are not working, fluoro image cannot be seen. Room cannot be used. Potential for injury exists.